Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. In addition, it was reported that the pump time was incorrect, cause unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.